Event description:
On (B)(6) 2017, the patient's reintervention was for treatment of a distal type I endoleak.

Manufacturer narrative:
(B)(4). Concomitant medical products: additional devices associated with this event may include: plc201000/11605733, plc201400/12223127 concomitant medical products: patient medications include but are not limited to: current outpatient/home: aspirin (aspirin) 81 mg ec tablet: take 81 mg by mouth daily. Clonazepam (klonopin) 2 mg tablet: take 2 mg by mouth nightly at bedtime. Clopidogrel (plavix) 75 mg tablet: take 75 mg by mouth daily. Cyanocobalamin (vitamin b 12 po):take 1,000 mcg by mouth daily. Doxazosin (cardura) 4 mg tablet: take 4 mg by mouth nightly at bedtime. Hydrochlorothiazide (hydrodiuril) 12.5 mg tablet: take 12.5 mg by mouth daily. Lisinopril (prinivil,zestril) 20 mg tablet: take 20 mg by mouth 2 times daily. Metoprolol tartrate po: take 25 mg by mouth 2 times daily. Misc natural products (osteo bi-flex joint shield po): by mouth. Multiple vitamin (multivitamin) tab: take 1 tablet by mouth daily. Pravastatin (pravachol) 20 mg tablet: take 20 mg by mouth nightly at bedtime. (B)(4).

Event description:
On (B)(6) 2014, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2017, the patient underwent embolization of the right hypogastric artery and implanted an additional gore excluder aaa endoprostheses (pxc121400/15320959) and extend coverage into the right external iliac artery. The patient tolerated the procedure and the endoleak was resolved.